Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted. She had pain in abdomen, rash, increase or heavy blood loss during menstruation, depressive feelings, increase or decrease of weight, tiredness, hair problems, and vaginal fungal infections. Those events led her to problems with movements and work-related problems. The consumer was treated and she contacted her physician. Essure was removed on (B)(6) 2015, with two fallopian tubes removed. The consumer was recovering from these events. Company causality comment this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure and two fallopian tubes removed more than 5 years later. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality safety evaluation received on 22-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. Essure and two fallopian tubes removed more than 5 years later. Abdominal pain is listed in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.